Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via email that three vapr clplse90 electrode w hand cntrls. Clogged right after they started to use them. The surgeon has used this type of instrument for a few years without problems. The surgeon solved the situation with similar product. No additional information was provided.

Event description:
The initial complaint was reviewed and found to be a duplicate. This device was captured on compliant (B)(4), MFR number 1221934-2019-58801.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found to be a duplicate. This device was captured on compliant (B)(4), MFR number 1221934-2019-58801. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.